Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The device showed damage related to insertion/removal tooling. Root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings, ¿prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date. During the procedure, the surgeon had trouble assembling the shell and liner prosthesis, causing a delay of 45 minutes. Another shell and liner were used to complete the procedure.